Event description:
A site nurse alleged that while in an ear, nose & throat (ent) procedure earlier that day, the navigation system was 3 millimeters inaccurate. No further details regarding the inaccuracy, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported the site had already deleted patient exams from their navigation system, unable to gather snapshot on their tracing pattern. The navigation system was functioning normally. Unable to duplicate the reported issue. Spent time with charge nurse reviewing technique and protocols, making recommendations. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.